Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) ((B)(4)). (B)(4) sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing, it cleared the (B)(4) guideline although this device tested positive for coagulase-negative staphylococci (1 cfu/100 ml). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, pseudomonas aeruginosa (>200 cfu/endoscope) were detected from the sample collected from the subject device. The device had been reprocessed manually with peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".